Event description:
It was reported that this previously capped right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This previously capped rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.